Event description:
It was reported that customer pump screen had display issues, were the pump remained black and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation and received replacement pump.